Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. And the displacement test. Installed a water filled test reservoir, and primed pump. Set a basal rate for and monitored the insulin pump for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at insulin pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose in the 50 mg/dl range at the time of the incident. The customer stated that while in auto mode, the pump was over delivering during meals. The customer stated that they suspended the pump but believe it doesn't actually suspend as they continued to drop low. The customer was at 110 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was also having issues with pump uploading. The insulin pump will be returned for analysis.